Event description:
It was reported that "patient's knee implant gave way". Patient was revised.

Manufacturer narrative:
Other devices that may be involved have not been identified. Additional information has been requested.